Event description:
Boston scientific received information that during a routine follow-up, this device indicated a remaining longevity of one year. At the next follow-up, four months later, the device had declared end of life (eol). As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.